Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the lens glue was clouded, the charged coupled device cover lens glue was clouded and dirty, the distal end was deformed, the bending section rubber glue was worn out and discolored, the bending tube metal braid was cut, the connection tube was wrinkled, the coil pipe palate was deformed and the key top 1 was scratched. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, no microorganisms were found and the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The device has been returned but the evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Device return date is not available. Customer provided the facility reprocessing information. Detergent used for pre-cleaning is anios clean excel d. During manual cleaning detergent used is anyosime 3. Brushing is performed for the suction channel, suction piston, and suction access port. Model numbers of the brushes used is not provided. Disinfecting is not performed for manual cleaning. Automatic endoscopy reprocessor (aer) device is soluscope 4. Detergent used with it is cln and disinfectant used is paa. The device is stored in a dsc 8000 storage cabinet. Maintenance of the device is by olympus.